Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that enough moisture (possibly from humidity) had entered the device which caused a small amount of rust on the main charge capacitor; however, there was no evidence that this contributed to the reported issue.   Physio also observed the presence of an unknown dry substance on the underside of the analog pcb assembly located in the area of the circuitry of hybrid layer capacitor (hlc) battery, designator bt2.  When measured, hlc battery designator bt2 was only at 0.75 volts. Physio determined that the likely cause of the reported issue was excess current flow due to the unknown substance which depleted hlc battery designator bt2.  The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device would not remain powered on. As a result, the device would not be able to charge and shock if it were necessary.